Manufacturer narrative:
The sample device is indicated as unavailable for evaluation. Without the device or any visual evidence of the product issue, the complaint cannot be confirmed and a root cause cannot be concluded. If additional information is provided in the future, the investigation will be re-opened as needed.

Event description:
Doctor was advancing the cleaner the tip came off and they had to retrieve with a snare. Doctor has done many filter cases and not sure what he did differently for this to happen. Dr (B)(6).